Event description:
The customer reported that during a patient event, it was determined that some of the keypad buttons were not functioning. It was later determined that one of the buttons that was non responsive was the charge button. No additional details of the patient event were provided. There was no adverse outcome reported.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the interface pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed interface pcb assembly and determined that the cause of the reported failure was due to an electrically shorted integrated circuit chip, designator u5. Additionally, it was observed that the ic u5 received thermal damage as a result of the electrical short.